Manufacturer narrative:
As reported in a research article, a 70-year-old woman with treated chronic type b aortic dissection was observed to have an isolated residual tear at the origin of the celiac artery. After deployment of 12 mm amplatzer vascular plug ii, a residual shunt was observed. Hence, endologix afx vela proximal endograft was deployed. The device lot/batch number was not provided, and therefore the device history record could not be reviewed. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported residual shunt could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstance as endograft was deployed. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article: amplatzer vascular plug with endologix afx lining for visceral re-entry closure in a patient with chronic type b aortic dissection was reviewed". The article presented a case study of a 70-year-old woman with treated chronic type b aortic dissection was seen to have sac enlargement. An isolated residual tear was observed at the origin of the celiac artery. A 12 mm amplatzer vascular plug ii was successfully deployed for the entry closure. Angiography after the plug deployment still demonstrated residual flow to the false lumen. Hence, endologix afx vela proximal endograft was deployed, covering the 12 mm amplatzer vascular plug ii membrane and leaving no endoleak.the article concluded that deployment of a vascular plug with endologix afx lining was efficacious for securing complete closure of an entry tear at the origin of the celiac artery in patient. [The primary and corresponding author was shuto watanabe, hirosaki university hospital, 53 honcho, hirosaki, aomori 036-8563, japan." Journal of endovascular therapy].